Event description:
Customer claims that while unloading cot with patient on board, cot undercarriage did not lock and patient fell to the ground. Paramedic "blew his hamstring muscle" while attempting to catch the cot. Paramedic "tore the muscle away from the bone" and was off work for 18 days. Paramedic is now back to work but still has bruising.

Manufacturer narrative:
Unit will be evaluated by independent service agent.